Event description:
It was reported that the electrogram (egm) indicated that the device undersensing. Caller said "p- waves are tiny". Device sensitivity will be adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other products: 5076-52 non defib lead implant date (B)(6) 2005; 5076-58 non defib lead implant date (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.